Manufacturer narrative:
Insulin pump was received in with cracks to the display window, reservoir tube lip, end cap and a scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Event description:
Customer called to report a problem refilling his insulin pump. Customer noticed the drive support cap was protruded and does not know how this occured. Blood glucose reading was 239 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.